Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted error codes present, dust/dirt was found in the device, the lcd screen was damaged and the main pca was replaced. The device was scrapped by the service center after the evaluation was completed.